Event description:
It was reported that a site believed their programming wand was causing communication problems. All troubleshooting attempts did not resolve the issue. A new programming wand was sent to the site. Good faith attempts to obtain the old programming wand for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.